Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient said their unit is not working right. Their patient programmer is showing that their ins battery is low. The patient got a blank screen. They had to change the batteries. Then the patient got the recharge ins screen. The patient was told he would need to recharge his ins to at least 1/4 and then he can turn his stimulation on. The patient was also experiencing poor coupling with recharging. The patient was instructed to reposition antenna over their ins and to turn the dial through all four positions. The patient's ins is off. Troubleshooting resolved the issue. The caller reported their ins sticks out and has always stuck out. It was also reviewed with the patient that the number of efficiency bars will affect recharge time. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's ins sticking out, difficulties with recharging, and the ins being off was not determined. There has been no actions/interventions taken to resolve these issues, and the issue have not been resolved. No further information was reported.